Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as ¿a urinary tract infection which converted into peritonitis.¿ on an unreported date, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment for the event with injection vancomycin (every 72 hours, dose, duration and route not reported) and injection meropenem (every 8 hours, intravenously, dose and duration not reported). The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.